Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left circumflex artery. A 12mm x 2.50mm promus premier¿ stent was advanced to the lesion but was unable to cross. While the physician was pulling the device back into the unspecified guide catheter, the stent slipped off the balloon. The patient had an open heart surgery to remove the stent. The detached stent was removed successfully and the patient is doing well after the surgery.

Manufacturer narrative:
The stent delivery system (sds) was returned for analysis. The crimped stent was detached from the balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no damage or kinking to the shaft profile. No resistance was met when attempting to advance this over-the-wire (otw) device over a 0.014" guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error, the dfu states: do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left circumflex artery. A 12mm x 2.50mm promus premier stent was advanced to the lesion but was unable to cross. While the physician was pulling the device back into the unspecified guide catheter, the stent slipped off the balloon. The patient had an open heart surgery to remove the stent. The detached stent was removed successfully and the patient is doing well after the surgery.